Event description:
At the office of dr, I was led to believe by staff, doctor and a video I was required to review, that multi-focal lenses for cataract were implicitly guaranteed to improve both near and far vision to normal without additional glasses. Over a month after the surgery was completed, my near vision is terrible -need at least 3.6 to see 12 pt print material- and my far vision is not as good as glasses made it, and seems to be deteriorating rapidly. Dose or amount: lense. Frequency: once. Route: ophthalmic. Diagnosis or reason for use: cataracts.